Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous proximal right coronary artery (rca). The lesion was pre-dilated multiple times with a 3.0x15mm quantum apex balloon. An attempt was then made to advance a 3.0x28mm promus element plus stent, but the stent could not be advanced. The physician then buddy wired the vessel using two non-bsc guide wires. A second attempt to advance the 3.0x28mm promus element plus stent was made, but the stent only advanced 15-16mm. When the physician attempted to remove the stent, the stent stuck in the calcium. It was noted that the stent delivery balloon came back, but the stent dislodged and 14mm of the stent was hanging in the proximal rca and 14mm of the stent was hanging in the aorta. Next a 10mm non-bsc snare was advanced to successfully capture and retrieve the dislodged stent. The physician then repositioned the guide wires and successfully deployed a 3.0x16mm promus element plus stent to complete the case. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).